Manufacturer narrative:
(B)(4).

Event description:
It was reported "the dilator is observed broken at the tip during the passage of the PICC catheter, it is not possible to advance the PICC". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the dilator is observed broken at the tip during the passage of the PICC catheter, it is not possible to advance the PICC". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one peel-away catheter advanced over a PICC for analysis. Signs of use were observed inside the catheter body. Visual examination revealed that the sheath body was damaged at the tip. The sheath body appeared warped and folded at the location of the damage. The peel-away length from the tabs to the defective tip measured 4", which is within the specification limits of 3 15/16"-4 1/16" per the peel-away product drawing. The peel-away outer diameter measured .091", which equals the nominal value of .091" per the peel-away extrusion product drawing. The peel-away inner diameter at the proximal end measured .074", which is within the specification limits of .073"-.077" per the peel-away extrusion product drawing. The catheter body outer diameter measured .0660", which is within the specification limits of .0640"-.0690" per the catheter extrusion product drawing. The inner diameter at the sheath tip could not be accurately measured due to the damage. The returned catheter was inserted through the peel-away sheath. Little to no resistance was encountered as the catheter passed through the sheath. Performed per IFU statement, "advance catheter through peel-away sheath". The returned catheter was inserted through a lab inventory sheath of the same size. Little to no resistance was encountered as the catheter passed through the sheath. To check the functionality of the peel-away score lines, the tabs were separated and were pulled apart. The sheath split completely down the score lines. This indicates that the score lines were functional. R & d were contacted as part of this complaint investigation. They confirmed that user error likely caused or contributed to this event. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw dilator until the sheath is well within the vessel to minimize the risk of damage to sheath tip. Precaution: sufficient guide-wire length must remain exposed at hub end of sheath to maintain a firm grip on guide-wire". The IFU also states, "advance peel-away sheath over dilator into vessel, again grasping near skin and using slight twisting motion". The report of a damaged sheath tip was confirmed through complaint investigation. Visual analysis revealed that the sheath tip was split/frayed. Despite this, the sheath met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from r & d, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the dilator is observed broken at the tip during the passage of the PICC catheter, it is not possible to advance the PICC". No patient harm reported. The patient's condition is reported as fine.